Event description:
A customer contacted beckman coulter inc, (bec), and reported that their synchron cx5 delta clinical system generated a false low sodium (na) result of 133.3 mmol/l on one (1) patient sample. Customer also indicated when qc is run just after calibration, the na and the chloride (cl) results are in range. About three (3) hours later when the qc is rerun, the customer indicated that the na starts reading lower and the cl starts reading higher. When qc recovered low, the system was recalibrated, and qc was repeated and then the patient sample was re-tested. The repeated na result of 140.2 mmol/l was obtained and it was reported out of the lab. There was no death or injury in connection to this event.

Manufacturer narrative:
Bec hotline specialist assisted the customer with troubleshooting via telephone and recommended the use of personal protective equipment (ppe) before troubleshooting. Customer indicated he has tried installing a new na electrode in the measuring port, installed a new cl electrode and cleaned the ports of each. Customer performed flowcell maintenance, pinch valve tubing massaging and cleaned the electrolyte sample probe, but none of this helped resolve the issue with the na and cl not being stable on the qc. Customer mentioned that there is a yellowish buildup in the top section of the flowcell. Hotline specialist described how to clear out the buildup using a 10% bleach and rinsing with deionized water via the acid port. Hotline specialist also suggested the customer try replacing the na reference electrode and cleaning its port. Per customer, they did not have a new na electrode and they decided to switch the na measuring and na reference electrodes instead. Customer indicated that they bleached the top area of the flowcell via the acid port; however, this did not remove the yellowish discoloration in the top area of the flowcell. The customer recalibrated the electrolytes and ran qc four times over a 35 minute period. Qc remained reading steady. The customer indicated they will continue to monitor the electrolytes with qc and they will compare the results on the samples against their I-stat analyzer, and requested a service to check the instrument. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse replaced the ise flowcell carbon bridge, na and co2 electrodes, and the ise analog board. The fse also cleaned the flowcell, electrolyte injection cup (eic), and ise drain. The fse adjusted the eic cam screws and rebuilt the ratio pump. Service actions performed by the fse resolved the problem. Hardware was the cause of this event.